Manufacturer narrative:
Visual inspection found that the autopulse platform blue case has cracked, the short black cover was damaged and the battery latch lock was bent. Archive data was reviewed and functional testing verified the ua17(max motor on time exceeded during active operation) error message. Load cell characterization test was performed to the autopulse and passed the testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Replacement parts quote was sent to customer but customer declined the repair. Unit was returned to customer and the device was labelled " device returned unrepaired , not for clinical use.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that autopulse with sn# (B)(4) had ua17 (max motor on time exceeded during active operation ) message indicated on screen and damaged blue case. No other information provided. No patient involvement noted.